Event description:
It was reported that during a total knee procedure, the blade broke at the mount end. It was also reported that there was no change to the pt's outcome and that no additional medication was required. It was further reported that there was another blade readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade allegedly involved in this event was returned for eval. It was visually confirmed that one tab was broken off the mount of the blade. Inspection of the blade mount revealed that score marks are too far back on this mount. This confirms that the blade was loaded incorrectly and not properly secured in the handpiece during use. Any features on the blade mount, identified as part of this investigation were measured. The blade conformed to specification. The lot number info has not been provided.